Event description:
It was reported that the needle was found cracked prior to the patient.

Manufacturer narrative:
(B)(4). The customer returned a broken introducer needle attached to an arrow raulerson syringe (ars) for evaluation. Both the needle hub and cannula were returned. Visual examination revealed the needle cannula was broken and separated just below the hub, and the hub contained signs of use in form of dried blood. A cross-section of the broken ends of the cannula revealed they are oval/d shaped indicating that the cannula was bent then dented during insertion. Microscopic examination confirmed the dented cannula at the break and no other damage was observed with the needle hub or cannula. The separated cannula measured 62mm in length from the broken end to the needle bevel tip. Approximately 1mm of the needle cannula is visible protruding from the needle hub. The inside and outside diameter of the cannula were measured and were found to be within specification. This indicates the wall thickness is correct. The needle hub was attached to the returned ars and the fit was secure. A device history record review was performed with no relevant findings. The reported complaint that the introducer needle broke was confirmed through visual examination of the returned sample. The cannula was bent , dented and broken just below the hub. The cannula met specifications for length and wall thickness and a device history record review did not reveal any manufacturing related issues. Based on the time of discovery and the sample evaluation, unintentional use error caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this issue.

Manufacturer narrative:
Qn# (B)(4). Preliminary evaluation of the returned device indicates - needle cannula broke - during use.

Event description:
It was reported that the needle was found cracked prior to the patient.